Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was down in her bathroom with no alarms from the system controller. The pt was reportedly supposed to go to friend's house for dinner and did not show up. Attempts by a family member to reach the pt the previous day had been unsuccessful. Emergency medical services (ems) was called when the pt was found and confirmed no lvad sounds and that the pt was dead. The vad coordinator reportedly tried to download the log file from the pt's system controller and a "not receiving data" message was displayed on the system monitor screen with no alarms from the system controller. The system controller was taken off the power module pt cable and when the external portion of the pt's driveline was connected, a solid audible tone was heard with no lights on the system controller user interface. The vad coordinator pressed the battery symbol to check the charge level on the two pt batteries and 3 battery fuel gauge lights illuminated.

Manufacturer narrative:
The pt's family declined an autopsy and the pump was not implanted; however, the external portion of the percutaneous lead, system controller, batteries and battery clips were returned to the manufacturer for eval and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.